Manufacturer narrative:
(B)(6). Investigation summary: one sealed 30 ls, lot number 1706212p and one picture was received by our quality team for investigation. Upon visual inspection of the sample and picture received, no damage or molding defect can be observed in the syringe to verify a molding defect. A device history record review found no non-conformances associated with this issue during production of this batch. The two dots on barrel are part of syringe design. They are injection points which means polypropylene material is injected in the mold at these points during molding process but they are not holes. These injection points do not affect to syringe functionality. Leakage testing was performed with the syringe received according to procedure and no leakage was observed in the syringe through these injection points. Based upon the quality team's investigation, the root cause of this incident is related to the product design. Investigation conclusion: it has been received 1 picture and 1 sealed sample of 30 ls lot 1706212p for investigation. Upon visual inspection of the sample and picture received, no damage or molding defect can be observed in the syringe. DHR of lot 1706212p has been reviewed not finding any annotation or deviation regarding the alleged defect. The tow dots on barrel are part of syringe design. They are injection points which means polypropylene material is injected in the mold at these points during molding process but they are not holes. These injection points do not affect to syringe functionality. Leakage in conical fitting test is done with the syringe received according to procedure. No leakage can be observed in the syringe through these injection points. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. According to results obtained no manufacturing defect can be found in sample and picture received. Defect: design. It has been received 1 picture and 1 sealed sample of 30 ls lot 1706212p for investigation. Upon visual inspection of the sample and picture received, no damage or molding defect can be observed in the syringe. DHR of lot 1706212p has been reviewed not finding any annotation or deviation regarding the alleged defect. The tow dots on barrel are part of syringe design. They are injection points which means polypropylene material is injected in the mold at these points during molding process but they are not holes. These injection points do not affect to syringe functionality. Leakage in conical fitting test is done with the syringe received according to procedure pc-203 (it is applied 3,2 kg/cm2 pressure water by conical fitting). No leakage can be observed in the syringe through these injection points. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: ten samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: ten samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: one advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: one shelf-package per pallet. Functional inspection: printing: once in the first pallet#1, once in pallet#7, once in pallet#14 and once in pallet #22. Assembly: once in the first pallet#1, once in pallet#7, once in pallet#14 and once in pallet #22. Primary packaging: once in the first pallet#1, once in pallet#7, once in pallet#14 and once in pallet #22. According to results obtained no manufacturing defect can be found in sample and picture received. Root cause description: the two dots on barrel are part of syringe design. They are injection points which means polypropylene material is injected in the mold at these points during molding process but they are not holes. These injection points do not affect to syringe functionality. Leakage in conical fitting test is done with the syringe received according to procedure pc-203 (it is applied 3,2 kg/cm2 pressure water by conical fitting). No leakage can be observed in the syringe through these injection points. According to results obtained no manufacturing defect can be found in sample and picture received. Rationale: based in severity and occurrence not formal CAPA is required according to internal procedure ps-001.

Event description:
It was reported that the bd plastipak¿ hypodermic luer slip syringe had two small holes beside the tip causing a leak. Found during use. No reports of exposure of blood, serious injury or medical intervention noted.